Manufacturer narrative:
Additional information received, revealed that the event took place on (B)(6) 2020. Surgeon details and patient details were also received. And also the lens was returned for evaluation. As a result the following fields have been updated: section a3: gender: female. Section b3: date of event: (B)(6) 2020. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: (B)(6) 2021. Section e1: initial reporter name: (B)(6) section e2: health professional: yes. Section e3: occupation: (B)(6), section h3: device evaluated by manufacturer? Yes. Device evaluation: the complaint product was returned in its original package. Visual inspection using magnification was performed, to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge and to the device. The lens returned outside the device. And cut in two pieces. One of the haptic was observed detached. The detached haptic piece was not returned. Based on the sample evaluation, there is no evidence to suggest, that the complaint unit has been affected by the manufacturing process. The condition in which, the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed, one complaint from this production order number, however, the reported issue is unrelated this reported complaint and it was not evaluated. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2020. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 intraocular lens (iol) was defective. No further information provided.